Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient record from the event and confirmed that the device would intermittently not detect that the customer was connected via paddles lead ECG; however, the cause of which could not be determined. Neither set of electrodes used during the event were provided for evaluation. As a precaution, physio replaced the device's therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that during an event involving a patient their device gave a paddles lead off indication when attempting to shock the patient. The customer tried a second set of defibrillation electrodes with the same result. Neither the brand or expiration date(s) of either set of defibrillation electrodes was provided by the customer. The patient, a (B)(6) male, was asystolic upon arrival of medical personnel. The patient had been down for an extended period of time prior to their arrival. Medical personnel attempted to shock the patient because family members were present. The patient did not survive the event; however, the customer advised that the device use did not contribute to the patient outcome. The customer further indicated that their assessment was based on the patient's extended downtime and the patient's condition (asystole) throughout the event.

Manufacturer narrative:
The customer contacted physio-control to advise that the original/initial information provided to physio regarding the patient was incorrect. The customer then provided physio with the corrected information, which will be updated in this supplemental medwatch report. (B)(6). The customer contacted physio-control to report that during an event involving a patient their device gave a paddles lead off indication when attempting to shock the patient. The customer tried a second set of defibrillation electrodes with the same result. Neither the brand or expiration date(s) of either set of defibrillation electrodes was provided by the customer. The patient, a (B)(6) male, was asystolic upon arrival of medical personnel. The patient had been down for an extended period of time prior to their arrival. Medical personnel attempted to shock the patient because family members were present. The patient did not survive the event; however, the customer advised that the device use did not contribute to the patient outcome. The customer further indicated that their assessment was based on the patient's extended downtime and the patient's condition (asystole) throughout the event. The customer contacted physio-control to report that during a recent cardiac event their device would intermittently indicate paddles lead off when attempting to charge.  As a result, the device may not have been able to defibrillate, if necessary, because the patient was not being detected by the unit. Per the customer the device was connected to the patient via a therapy cable and therapy electrodes. Medical personnel checked all connections which were found to be in good working condition. Medical personnel then tried a second set of defibrillation electrodes with the same result. Neither the brand or expiration date(s) of either set of defibrillation electrodes was provided by the customer. The patient, a (B)(6) female, was observed to be asystolic upon arrival of medical personnel. It was also reported that the patient had been down for an extended period of time prior to medical personnel arriving on scene. The patient did not survive the event (was called in the field). Throughout the event, the customer advised that the patient's heart rhythm was asystole and did not change despite standard acls interventions. There was never an indication that defibrillation was necessary. Medical personnel had attempted to shock the patient because family members were present. The customer advised that as a matter of protocol they charge their devices while performing chest compression's and only stop to analyze the patient's heart rhythm once the device is fully charged; however, immediately prior to analyzing the patients rhythm their device dumped the charge due to the therapy electrodes (and patient) not being detected by the device.  The customer, who is the division chief of ems, advised that the device use did not contribute to the patient's outcome because the patient was never in a shockable rhythm. New information for supplemental medwatch report: physio-control performed a clinical review of the complaint record and agreed with the customer's assessment that the device use did not contribute to the patient outcome.  Physio agreed that defibrillation was not indicated based on the patient's ECG, which showed asystole.

Event description:
The customer contacted physio-control to report that during a recent cardiac event their device would intermittently indicate paddles lead off when attempting to charge.  As a result, the device may not have been able to defibrillate, if necessary, because the patient was not being detected by the unit.  Per the customer the device was connected to the patient via a therapy cable and therapy electrodes. Medical personnel checked all connections which were found to be in good working condition. Medical personnel then tried a second set of defibrillation electrodes with the same result. Neither the brand or expiration date(s) of either set of defibrillation electrodes was provided by the customer. The patient, a (B)(6) female, was observed to be asystolic upon arrival of medical personnel. It was also reported that the patient had been down for an extended period of time prior to medical personnel arriving on scene. The patient did not survive the event (was called in the field). Throughout the event, the customer advised that the patient's heart rhythm was asystole and did not change despite standard acls interventions. There was never an indication that defibrillation was necessary. Medical personnel had attempted to shock the patient because family members were present.  The customer advised that as a matter of protocol they charge their devices while performing chest compression's and only stop to analyze the patient's heart rhythm once the device is fully charged; however, immediately prior to analyzing the patients rhythm their device dumped the charge due to the therapy electrodes (and patient) not being detected by the device. The customer, who is the division chief of ems, advised that the device use did not contribute to the patient's outcome because the patient was never in a shockable rhythm.